Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that after successful intra-aortic balloon (iab) insertion and initiation of therapy there was a "check iab catheter" alarm generated. The customer tried to adjust the iab, but same alarm occurred. The iab was replaced with a new catheter and worked successfully. The indication for use was ami (acute myocardial infarction). There was no reported injury to the patient.

Event description:
It was reported that after successful intra-aortic balloon (iab) insertion and initiation of therapy there was a "check iab catheter" alarm generated. The customer tried to adjust the iab, but same alarm occurred. The iab was replaced with a new catheter and worked successfully. The indication for use was ami (acute myocardial infarction). There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The one-way valve, insertion components and extension tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported alarm, check iab catheter event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).